Manufacturer narrative:
The commander delivery system was received fully inserted through the esheath. The valve was returned crimped on the inflation balloon and centered between the valve alignment markers. The inflation balloon was completely separated from the crimp balloon proximal to the laser bond between the two components (¿I/c bond¿ still intact), compression was observed at the flex shaft to flex tip transition point, sheath liner damaged at tip but liner is not torn. Due to the returned condition of the device, functional testing was unable to be performed. The dimensional inspection of the crimp balloon revealed that the wall thickness was within specification. The bond in this location remained intact and no manufacturing non- conformities were able to be identified during the engineering evaluation of the returned device. A DHR review was performed for the components and did not reveal any manufacturing related issues that could have contributed to this reported event. During the manufacturing of the commander delivery system, the delivery system is leak tested to ensure that there are no holes or leaks in the inflation lumen for the balloon. Both manufacturing and quality 100% inspect the fully assembled commander delivery systems for defects and cosmetic appearance under minimum 2.5x magnification, mechanical damage, kinks, cuts, folds, and balloon scratches, and all bonds for gaps between components and for excessive bubbles present in the bond. Furthermore, all manufacturing lots undergo product verification (pv) testing on a sampling plan. Visual inspection was conducted prior to functional testing for physical defects such as kinks, cracks, missing or loose components. All units evaluated for this work order passed testing. Balloon burst pressure test and inflation balloon to crimp balloon bond strength test are performed on finished devices under a sampling basis during pv testing. These inspections during the manufacturing process and testing performed during the product verification process support that it is unlikely that a manufacturing non-conformance contributed to the reported complaints for the ¿balloon torn¿ and the ¿delivery system ¿ withdrawal difficulty-valve, through sheath.¿ no instructions for use (IFU) / training deficiencies were identified. Imagery for the valve alignment procedure and patient anatomical information were not provided. As a result, the condition of the vasculature at the point of alignment could not be assessed. Performing valve alignment in a bent section of the aorta can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip. This may cause part of the crimped valve to slide into the flex tip lumen (¿diving¿). If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, and can potentially cause a tear between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. An engineering study was previously performed to confirm this condition and was able to recreate high enough forces to potentially cause a material failure in the area in question. There is no information in the description of the complaint that indicates that any other procedural factors contributed to the event. However, the following are the procedural/patient factors which can contribute to balloon torn: · not retracting the flex tip back to the triple marker position prior to deploying the crimped valve could result in increased tensile load on the constrained portion of the balloon, which subsequently can contribute to the separation of the crimp balloon and inflation balloon. · residual fluid left in the inflation balloon or a change in the balloon shape (un-pleated profile occurring due to inflating more than 20-30% during prep) after de-airing, can contribute significantly to difficulty in alignment process. (Excess fluid remaining in the balloon and balloon shape could lead to enlarge balloon profile, potentially increasing the alignment force.) Once the inflation balloon and the crimp balloon are torn, it can create difficulties retrieving the delivery system, where the torn inflation balloon and thv may be unable to be retrieved into the tip of the esheath. Damaged liner at the distal tip indicates difficulty in retrieving thv into the esheath. In addition, tortuous or calcified access vessels (scratches along the sheath is indicative of calcification in the access vessel) can also cause non-coaxial retrieval angles, which can aggravate any difficulties experienced with delivery system retrieval. The complaints for the ¿balloon torn¿ and ¿delivery system ¿ withdrawal difficulty-valve, through sheath¿ were confirmed based upon the visual inspection of the returned device (torn crimp balloon and flared inflation balloon ¿wings¿). While a definitive root cause was unable to be determined, available information indicates that patient and/or procedural factors may have contributed to the reported events. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, the iliac dissection was caused by the difficulty to withdraw the delivery system and valve into the sheath. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
The device is to be returned for evaluation. The investigation is underway.

Event description:
As reported by a field clinical specialist, during an attempt to deploy a 29mm sapien 3, it was noted that contrast did not fill balloon. Further investigation revealed a complete circumferential tear of the delivery catheter where the delivery system and balloon material are joined together. Subsequently, there was difficulty withdrawing the delivery system and an iliac dissection that required surgical cut down and repair occurred. Twenty-nine mm (29mm) commander delivery system was prepped in the normal fashion on the back table, with several negative pulls to de-air the system. The balloon was also partially inflated with contrast and negative pressure was applied to remove and de-air system. At no time during this process was there any indication that there was a problem with the delivery system. During implantation, it was noted under fluoro that the balloon did not inflate and the valve did not expand, even though the syringe was emptied of its contents. The syringe was re-loaded with a contrast mixture and the process repeated with the same result. It was then noted that blood was entering the inflation syringe indicating a tear or rupture of the delivery balloon. The delivery system was pulled back, but the balloon/valve could not re-enter the delivery sheath. It was necessary to remove the delivery system and sheath from the patient without fully capturing it in the sheath. This caused a vascular dissection of the left common femoral artery that was repaired via surgical cutdown at the completion of the valve deployment procedure. A second valve and delivery system were prepped and a second sheath was inserted in the patients left iliac. The second valve was delivered and implanted without any further complication. It was noted upon removing the delivery system and valve from patient that there was a circumferential tear of the delivery system, below the proximal shoulder of the balloon, near the delivery catheter. The valve was intact and the balloon itself was undamaged.